Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Percutaneous stoma measuring device (psmd), pullwire and delivery system were received for evaluation. Residue was present on the device to indicate use. A visual examination of the device found that the nylon coating of the pullwire was peeled down to wire in multiple areas. A remnant of the peeled nylon coating was returned. The sheath and a portion of the red pull strip to be attached to the delivery system; the button and black suture were not returned. The delivery system tubing had been pulled away from the distal end of the dilating tip. User technique, tortuous anatomy and other procedural factors could possibly contribute to the delivery system tubing pulling away from the distal end of the dilating tip. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a one step initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, the coating on the pullwire peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Based upon the investigation results that show the delivery system tubing had been pulled away from the distal end of the dilating tip this event is now deemed reportable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.